Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Glycaemically disregulated [diabetes mellitus inadequate control]. Novopen 4 was defective [device defective]. Case description: this serious spontaneous case from belgium was reported by a diabetes nurse specialist as "glycaemically disregulated(loss of control of blood sugar)" with an unspecified onset date, "novopen 4 was defective(device defective)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from 2018 for "device therapy", novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication", dosage regimens: novopen 4: 2018 to not reported; novorapid penfill: not reported. Medical history was not provided. Treatment included - novorapid flexpen(insulin aspart) it was reported that , patient used novoepen with novorapid penfill and was glycaemically disregulated, it was established that novopen 4 was defective. Novopen since 2018 and was used intensively. Patient was admitted to hospital, temporarily put on novorapid flexpen and in the meantime received a new novopen 6, glycemically back to normal batch numbers: novopen 4: not reported, novorapid penfill: not reported, action taken to novopen 4 was reported as not reported. Action taken to novorapid penfill was not reported. The outcome for the event "glycaemically disregulated(loss of control of blood sugar)" was recovered. The outcome for the event "novopen 4 was defective(device defective)" was not reported. Reporter comment: batch number of novopen was reported as bug1261 (non-valid)

Event description:
Case description: patient had been using novopen since 2018 and was used intensively. It was reported that, when patient used novopen 4 with novorapid penfill, his glycaemic values were dysregulated. It was established that novopen 4 was defective. Patient was admitted to hospital, temporarily put on novorapid flexpen and in the meantime received a new novopen 6, glycaemic values came back to normal. Batch numbers: novopen 4: bug1261. Novorapid penfill: not reported. Investigational result: name: novopen4, batch number: bug1261. A visual examination of the returned product was performed. Foreign dry matter was observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Visual examination and functional testing were performed. Due to the damage to the cartridge holder, the pen could not be tested for function with a needle and a cartridge attached. It was not possible to investigate the returned sample comprehensively. Name: novorapidpenfill batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following, investigation result supdated. Annex b, c, d and g codes updated. Relevant EU/ca tabs and device addendum fields updated. Narrative updated accordingly. Final manufacturer's comment: 06-nov-2022: the suspected device novopen 4 has been returned to novo nordisk for evaluation. It was a used pen with both snaps on cartridge holder cracked. Foreign matter noted on the pen. It is not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. Due to the damage to the cartridge holder, the pen could not be tested for function with a needle and a cartridge attached. It is not possible to investigate the returned sample comprehensively. The fault is caused by accidental damage during use of the device. If the user does not detect the fault on the cartridge holder, there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events. H3 continued: evaluation summary investigational result: name: novopen4, batch number: bug1261. A visual examination of the returned product was performed. Foreign dry matter was observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Visual examination and functional testing were performed. Due to the damage to the cartridge holder, the pen could not be tested for function with a needle and a cartridge attached. It was not possible to investigate the returned sample comprehensively.

Event description:
Case description: this serious spontaneous case from belgium was reported by a diabetes nurse specialist as "glycaemically disregulated(loss of control of blood sugar)" beginning on sep-2022, "novopen 4 was defective(device defective)" with an unspecified onset date, and concerned a 58 years old male patient who was treated with novopen 4 (insulin delivery device) from 2018 for "device therapy", , novorapid penfill (insulin aspart) from unknown start date for "product used for unknown indication", it was reported that patient had used the medication before and it was well tolerated, the cartridge holder was not removed from the pen, patient did not use already-used needle. Action taken to novopen 4 was reported as product discontinued. The outcome for the event "glycaemically disregulated(loss of control of blood sugar)" was recovering/resolving. Since last submission case has been updated with following- - hcp reporter's details updated. - patient's age updated. - event start date, stop date and outcome updated. - causality updated. - narrative updated accordingly.